Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit activated without anyone touching the footpedal or hand control.